Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's pacemaker exhibited under sensing. Inappropriate mode switch was also noted. No intervention was performed. The patient's status was unknown.